Manufacturer narrative:
Concomitant products: etlw1610c124e sn (B)(4), expiration date: 2018-03-15. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 51mm diameter abdominal aortic aneurysm. It was reported that during the implant of the bifurcated device the right external iliac was injured. A 16/10/124 endurant limb was placed from the common iliac down to just above the right common femoral. The common femoral was injured as well, and the physician put in a bypass at the end of the procedure going around the common femoral damage. Pulses were faint but there in the right leg post procedure. The patient lost pulses in both feet overnight a CT scan was done which showed an occluded right limb going up to the flow divider on the right side. There was no flow distal to the graft until the profunda and sfa. The physician stated that they thought there was a problem distal to the stent graft and proximal to the bypass in the patient¿s common femoral. The physician decided to perform a l-r fem-fem bypass. The occlusion was bypassed and the event was resolved. The patient went home two days later. Per the physician, the cause of the event was because the disease in the external iliac and common femoral were under appreciated on the CT scan. The patient had very little pulse in the common femoral pre-procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.